Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that no programming changes were made. The patient is taking medications to control atrial fibrillation with rapid response. The patient is stable and doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy for atrial fibrillation with a rapid ventricular response. The review of vt/vf episodes showed that the device read rhythm as svt. The device functioned as programmed. Programming changes were recommended.